Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported the patient's left hand and jaw started shaking yesterday ((B)(6) 2016). The patient was going to a nursing home tomorrow to check the device to make sure they were on and ok. It was noted the patient had gone to the nursing home two years ago and hadn't been back to the hcp since. The hcp later reported the therapy had stopped due to a 0x8 power on reset (por). They were able to clear the por and would monitor the patient if the por occurs again, as the patient reported having a return of tremors due to the implantable neurostimulator (ins) being off from the por.

Event description:
Additional information was received from a consumer that reported there was a power on reset (por) on the left device and was cleared by a nurse on (B)(6) 2016. About two weeks after, it happened again. The right device was fine. They were unnsure what por they were getting. The patient had shaking at their left arm and jaw. It was further reported it was a warning screen. It was clarified that two weeks prior, the call your doctor icon and por were cleared and on the day of report they were unsure if they saw a por or eos message. There was a warning with a triangle and exclamation mark. They didn't know if it was a por or end of service (eos) but they thought they saw an eos. Additional information received from the health care professional (hcp) reported the cause of the shaking was the right ins was off. They interrogated the ins and it showed a por message. The device was turned back on with resolution of the patient's tremor. The battery was at 2.83v. The cause of the por was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.